Manufacturer narrative:
(B)(4). Method: the complaint chamber has not been returned to the manufacturer. It has been performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the performance test revealed leakage from the base of the complaint chamber. A lot check revealed no other complaints of this nature for this product. Conclusion: we are unable to determine the cause of the leak, but it is possible it was caused either by the dome not being fully pushed down on the base during the assembly process or alternatively when being cleaned at the user facility. The mr340 chamber is designed to be reusable and therefore subject to cleaning and/or disinfection. It is possible for residues of cleaning solution to gradually weaken the plastic of the chamber which can render the device more susceptible to damage cause by accidental impact, for instance. Our user instructions specifies recommended methods for cleaning these chambers as well as a warning against utilising solutions containing particular compounds that may weaken the chamber.

Event description:
A distributor in (B)(6) reported that an mr340 reusable infant humidification chamber was leaking. No patient consequence was reported.